Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, other disorders of intestine, left lower quadrant pain and appendicectomy in 2005. Pelvic ultrasound was performed. Concurrent conditions included bleeding genital. Concomitant products included atorvastatin calcium (atorvastin) since (B)(6) 2018, diazepam (valium) from 2003 to 2018, furosemide since (B)(6) 2018, gabapentin since 2018 and metformin since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"), 8 days after insertion of essure. In (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bipolar I disorder ("psychological or psychiatric problems condition: manic depression") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient underwent urinary bladder suspension ("bladder or urinary problems or changes : changes bladder sling"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: sever anxiety"), bipolar disorder ("psychological or psychiatric problems condition: bi-polar"), abdominal pain lower ("lower right side of abdomine"), back pain ("lower back pain") and abdominal pain ("abdominal pain my whole belly hurts most days"). The patient was treated with hydroxocobalamin (depo b12) and surgery (hysterectomy (full), oophorectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, urinary bladder suspension, bipolar I disorder, anxiety, bipolar disorder, vaginal discharge, weight increased, abdominal pain lower, back pain and abdominal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, bipolar I disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary bladder suspension, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Consumer received tetrafarin from 2003-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes : changes bladder sling, dysmenorrhea (cramping), psychological or psychiatric problems condition: manic depression, bi- polar, sever anxiety, vaginal discharge, weight gain / loss, specify which one: weight gain, lower right side of abdomine, lower back pain, abdominal pain my whole belly hurts most days. Reporter information, aka names, concomitant drug, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("migration of essure device location of device: uterus") and uterine perforation ("perforation (uterus)") in a 34-year-old female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, other disorders of intestine, left lower quadrant pain and appendicectomy in 2005. Pelvic ultrasound was performed. Concurrent conditions included bleeding genital. Concomitant products included atorvastatin calcium (atorvastin) since may 2018, diazepam (valium) from 2003 to 2018, furosemide since (B)(6) 2018, gabapentin since 2018 and metformin since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"), 8 days after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bipolar I disorder ("psychological or psychiatric problems condition: manic depression") and depression ("depression symptoms worse after essure placement") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient underwent urinary bladder suspension ("bladder or urinary problems or changes : changes bladder sling"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: sever anxiety"), bipolar disorder ("psychological or psychiatric problems condition: bi-polar"), abdominal pain lower ("lower right side of abdomine"), back pain ("lower back pain") and abdominal pain ("abdominal pain my whole belly hurts most days"). The patient was treated with hydroxocobalamin (depo b12) and surgery (hysterectomy (full), oophorectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),oophorectomy one side removal of ovary). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, device expulsion, uterine perforation, urinary bladder suspension, bipolar I disorder, anxiety, bipolar disorder, vaginal discharge, weight increased, abdominal pain lower, back pain, abdominal pain and depression outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, bipolar I disorder, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, urinary bladder suspension, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Consumer received tetrafarin from 2003-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("migration of essure device location of device: uterus") and uterine perforation ("perforation (uterus)") in a 34-year-old female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, other disorders of intestine, left lower quadrant pain and appendicectomy in 2005. Pelvic ultrasound was performed. Concurrent conditions included bleeding genital. Concomitant products included atorvastatin calcium (atorvastin) since may 2018, diazepam (valium) from 2003 to 2018, furosemide since may 2018, gabapentin since 2018 and metformin since may 2018. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"), 8 days after insertion of essure. In april 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bipolar I disorder ("psychological or psychiatric problems condition: manic depression") and depression ("depression symptoms worse after essure placement") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient underwent urinary bladder suspension ("bladder or urinary problems or changes : changes bladder sling"). On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: sever anxiety"), bipolar disorder ("psychological or psychiatric problems condition: bi-polar"), abdominal pain lower ("lower right side of abdomine"), back pain ("lower back pain") and abdominal pain ("abdominal pain my whole belly hurts most days"). The patient was treated with hydroxocobalamin (depo b12) and surgery (hysterectomy (full), oophorectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),oophorectomy one side removal of ovary). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, device expulsion, uterine perforation, urinary bladder suspension, bipolar I disorder, anxiety, bipolar disorder, vaginal discharge, weight increased, abdominal pain lower, back pain, abdominal pain and depression outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, bipolar I disorder, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, urinary bladder suspension, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Consumer received tetrafarin from 2003-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received:event device expulsion,uterine perforation,depression were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.